Manufacturer narrative:
The initial MDR 2432235-2016-00491 was filed on august 19, 2016. Follow-up #1 (MDR 2432235-2016-00491_s1) was filed on september 1, 2016. Additional information (10/21/2016): a siemens' technical operations specialist reviewed the quality control (qc) data provided from november of 2014 to june 2016. The data provided showed the assay is performing as expected. All three levels of the qc tested, were within range. Values obtained with different methods cannot be used interchangeably due to method differences and levels of cross-reactivity with metabolites. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The ccc inquired about calibration and quality control (qc). The customer stated that the calibration and qc were valid and in range. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed digitoxin (dgtn) results were obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), who questioned the result. The same sample was re-tested on the same advia centaur xp instrument, resulting lower. The customer then sent the sample to another lab to test it on an alternate instrument, resulting within the therapeutic range. Both of the repeat results were reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed digitoxin results.

Manufacturer narrative:
The initial MDR 2432235-2016-00491 was filed on august 19, 2016. Additional information was received on 08/17/2016: a siemens technical applications specialist (tas) tested a sample provided by the customer. The tas found that the advia centaur xp results were lower than the dimension vista's results. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc stated that a siemens customer service engineer (cse) performed a total system check. The cse checked the luminometer dark count, which passed. The cse then checked sample probe, reagent 1 dispense and aspirate, reagent probe 1 alignment, reagent 1 wash station, acid and base dispense, was dispense aspiration probe (for leaks) and all parts were good. The cse cleaned the cover of the ancillary/sample probe. Hsc stated the results were not reproducible. The cause of the discordant falsely depressed digitoxin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens technical applications specialist (tas) performed troubleshooting with a sample provided by the customer for digitoxin (dgtn) and compared the advia centaur xp instrument with two dimension vista instruments. The tas found a low bias from the advia centaur xp instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed digitoxin results.